Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss more than one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed. A review of the bin file was perform and could not confirmed a loss of connection on alleged date. Confirmation the complaint is undetermined.

Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as ¿no information¿.

Event description:
It was reported that signal loss more than one hour occured. Per (B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further.